Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is an off-label usage of the device. According to the patient, on (B)(6) 2025, the patient was feeling sick, nauseous, and was vomiting. The patient¿s cgm values were reading between 80-90 mg/dl. No bg meter comparison value was taken. The next day, on (B)(6) 2025, the patient was still sick and was unable to speak. The patient¿s daughter came over and saw the patient¿s cgm was reading 60 mg/dl. No bg meter comparison value was taken. The patient was taken to the emergency room (ER) for evaluation. Once at the ER, the patient¿s bg level was 1000 mg/dl while the cgm was reading 60 mg/dl. The patient was diagnosed with diabetic ketoacidosis and admitted to the intensive care unit (ICU). The patient was treated with insulin and was still nauseous and in the ICU at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.